Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the customer was experiencing high blood glucose. Customer blood glucose was 28.7 mmol/l at the time of incident. Customer stated that the insulin pump had multiple pump error alarms. Customer stated that the insulin pump was able to clear the alarms and unable to rewind the insulin pump. It was unknown whether the customer was using auto mode feature at the time of event. The insulin pump will not be returned for the analysis.